Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the distal end. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was also placed on an in-house system where it was driven, and it passed recognition but failed engagement due to the grips being unable to close properly with the grip cable failure breakage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the system logs was completed by failure analysis engineering which did not reveal any system-related error that is associated with the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted hysterectomy with bilateral salpingo-oophorectomy and pelvic lymph node dissection, the inferior vena cava ivc) was injured. How the injury happened is unknown, but it occurred while dissecting para-aortic lymph nodes with the monopolar curved scissors (mcs). The vessel ruptured resulting in about 500 ml of blood loss. Hemostasis was attempted with the fenestrated bipolar forceps; however, a cable at the wrist of the instrument frayed preventing coagulation. The bleeding had intensified, and subsequently, visibility deteriorated significantly. The surgeon attempted robotic suturing of the vessel, but the procedure had to be converted to open, and a second surgeon was called in to assist. During exploration, two ivc tears (0.5 cm and 1.0 cm in diameter) were identified and repaired with continuous 4-0 prolene sutures. Two s-100 sheets and five gelatin sponges were placed over the ivc, followed by layered abdominal closure. Postoperative assessment found a total blood loss of 2300 ml, with the procedure lasting 7 hours. The patient was transferred to the intensive care unit (ICU) postoperatively. The patient underwent extended monitoring due to the transfusion of 7 units of suspended red blood cells, 990 ml of plasma. Also, there were postoperative concern for lower limb swelling (suspected thrombosis), and ultrasound evaluation was required. The patient recovered well and was discharged on 04-may-2025 postoperative day (pod 7). Concerns for the patient long-term include recurrent hemorrhage or lymphatic fistula at the surgical site. The surgeon did not report any product malfunction with the mcs and remains uncertain about the exact cause of the ivc injuries. As for the fenestrated bipolar forceps, there was no collision with other instruments, and it was confirmed that no fragments fell into the patient. However, the customer reports the frayed wires on the instrument caused tissue damage by preventing proper coagulation of vessels. The instrument was successfully removed through the cannula.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Error and event logs for the system were unavailable. Images associated with the fenestrated bipolar forceps were submitted and found the instrument has a frayed cable. Based on the images alone, which cable is frayed or what the cause of the cable fray is, cannot be determined. Images associated with the monopolar curved scissors (mcs) could not identify any defects or damage. The patient is of uyghur ethnicity with a body mass index (bmi) of 38.8. Refer to medwatch report (MDR) with manufacturer report number 2955842-2025-21932 for MDR submission of the events logged against the mcs.